Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratched lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump over delivered to manufacture specifications. As a result, the dso seal and expulsor were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion alarm and the volume tested high at 21.7 ml. The event occurred during testing, no patient injury was reported.